Event description:
Doctor had done an obi case about 8 months ago, and the patient was complaining of pain. When he took a look at it yesterday, he pushed on one of the 2 plugs he put in, and it turned to mush. No other information is available at this time.